Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU)is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 88% stenosed, de novo, distal left anterior descending (lad) artery the 3.0 x 38 mm xience prime stent was deployed; however, a distal stent edge dissection was noted. A second stent was used as treatment and the procedure was completed without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.